Event description:
Patient reported their upper aligner is too high and pushes into their gums and cutting them. When they remove the aligners their gums bleed. Provided general tips for ortho discomfort and advised to try warm water tip and fit tips.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.